Event description:
Patient received his primary hip replacement on his right hip in 2019. The patient heard a noise from his operated hip and the surgeons confirmed via x-ray there was a breakage and dislocation of the polyethylene insert. He was scheduled for revision hip surgery. Revision was performed successfully and the broken and worn polyethylene was extracted and replaced.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3 and h6 (removed device code audible sound).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating the following: 1. Was there a surgical delay? If yes, what is the duration of the delay? - there wasn't any delay. Patients were scheduled for revision surgery after confirmation of diagnosis. 2. Please confirm if the liner was dislocated from the head or disassociated from the cup? - the liner was broken at the locking mechanism surface and disassociated from the cup. 3. Please provide the product details of the head. - the head was delta ceramic. 4. Radiographs/x-ray films: please provide all x-rays relevant to the reported event for example - pre-operative, post primary, pre-revision and intervening time points. - the films are provided in separate files. 5. Histology/pathology report: primary and/or revision microbiology reports, arthroscopy samples prior to revision, histology/pathology reports from revision. - no histopatholgy examination took place. Tissue cultures were negative for infection. 6. Excerpts from the clinical correspondence: please provide all correspondence relevant to the reported event for example: onset of symptoms, trauma, other devices, leg length discrepancy, gait patterns, medical investigations or any other issues the complainant feels important. - no leg length discrepancy or implant malposition existed. Patients were totally asymptomatic before onset of symptoms. 7. Implant insertion op notes: please provide all notes relevant to the reported event for example: reason for implant insertion, device labels, surgery report, physiotherapy report, early falls and/or dislocations. - all patients suffered from primary osteoarthritis and no falls, injuries or other accidents reported postoperatively. 8. Implant removal op notes: please provide all notes relevant to the reported event for example: reason for revision, surgeon report and product and lot codes of devices remaining in situ. - in all patients the liner initially revised with a new one.in case of recurrence of implant failure a revision if the cup was performed. 9. Please confirm whether or not a patient harm occurred as a result of this event. If there was a harm to the patient please provide details. - patients were affected physically, psychologically and economically due to implant failure and the need for revision or re-revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Visual examination of the returned liner finds a material fracture as reported. The device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified. The investigation has not identified product error in manufacture or material. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> product code: 121932148. Lot number: j42u77. 1) quantity manufactured: (B)(4). 2) date of manufacture: 7/1/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 06/30/2024. Device history review ==> product code: 121932148 lot number: j42u77 1) quantity manufactured: (B)(4). 2) date of manufacture: 7/1/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 06/30/2024. H10 additional narrative: added: b1 (product problem) corrected: g1, h3.